Manufacturer narrative:
(B)(4). - follow up #001. Please disregard initial (B)(4) which issued MFR. Report # 1531186-2013-04036. This filing was a duplicate of initial (B)(4) MFR. Report # 1531186-2013-03930.

Event description:
End-user states the back 2 legs broke, the frame split, and end-user fell back and hit head.